Event description:
Same case as MFR ID # 2134265-2012-05728. It was reported that during a percutaneous transluminal coronary angioplasty, stent damage occurred. The first lesion was located in the calcified distal right coronary artery (rca). The lesion was pre-dilated with a unknown 2.5x15mm balloon. The 2.5x32mm taxus liberte stent was advanced but was unable to cross the lesion, during crossing attempt the stent struts became 'cracked'. The lesion was dilated again and a 2.5x28mm taxus liberte stent was deployed at 12 atms. A second lesion located in the mid circumflex (cx) artery was treated in the same procedure. The lesion was pre-dilated with a unknown 2.5x15mm balloon. The 2.5x20mm taxus liberte stent was advance but was unable to cross the lesion. During crossing attempt the stent struts became 'cracked'. Another 2.5x20mm taxus liberte stent was successfully deployed at 12 atms. No patient complications were reported and the patient status is stable.

Event description:
Same case as MFR ID # 2134265-2012-05728. It was reported that during a percutaneous transluminal coronary angioplasty, stent damage occurred. The first lesion was located in the calcified distal right coronary artery (rca). The lesion was pre-dilated with a unknown 2.5x15mm balloon. The 2.5x32mm taxus liberte stent was advanced but was unable to cross the lesion, during crossing attempt the stent struts became "cracked." The lesion was dilated again and a 2.5x28mm taxus liberte stent was deployed at 12 atms. A second lesion located in the mid circumflex (cx) artery was treated in the same procedure. The lesion was pre-dilated with a unknown 2.5x15mm balloon. The 2.5x20mm taxus liberte stent was advance but was unable to cross the lesion. During crossing attempt the stent struts became "cracked." Another 2.5x20mm taxus liberte stent was successfully deployed at 12 atms. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a taxus liberte stent delivery system (sds) with stent and no original packaging or other devices. There was blood in the guidewire lumen. The balloon was tightly folded with the stent secured on the balloon. The 3rd, 7th, 19th and 20th rows of struts on the distal end of the stent had bent and flared struts. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).